Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification, mild tortuosity and 80% stenosis. The 8x100 mm absolute pro self expanding stent system (sess) had issues with the thumbwheel and partially deployed the stent. The device and stent were removed from the anatomy and another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, mildly tortuosity and 80% stenosis anatomy and/or inadvertent mishandling resulted in the noted multiple stent sheath kinks; thus preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.